Event description:
A male pt of unk age present for a nanoknife ablation of a 2.5cm hepatic lesion. After successful placement of the electrode probes and delivery of the first set of pulses, the unit displayed a communication error and the system shut down. The unit was reset by the treating physician and the treatment continued. It was indicated that the system shut down as many as seven times during the procedure caused the treatment to last approximately five and half hours. Although the procedure was prolonged it was completed successfully with this unit. It was reported that the pt tolerated the complication well and suffered no harm or injury due to the prolonged procedure. Follow up on (B)(6) 2012 indicated that the pt was in good condition and that the lesion is responding to the treatment.

Manufacturer narrative:
On (B)(4) 2012, an operational verification was performed on the unit. The unit passed all tests and was found to meet specifications. Attempts are being made by the firm to obtain follow up info regarding the status of the pt. An investigation into the root cause for incident is currently in progress. The results of the investigation and any new pt info will be sent via a follow up medwatch. (B)(4).